Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis (ipp) pump due to the connection tube creaking. A patient outcome of stable was reported.

Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected; the tubing was identified to be cut down to the pump strain relief krt (cylinder) junction; no leaks were found. The pump was functionally tested; the pump performed within specification. Due to tubing was cut down to the strain relief krt (cylinder) junction, product analysis was unable to confirm the reported related to the connection tube cracking. Based on this investigation, the investigation conclusion code of cause not established was chosen as the reported device problem cannot be confirmed or substantiated through investigation.

Event description:
It was reported that the patient experienced a replacement of an inflatable penile prosthesis(ipp) pump due to the connection tube creaking. A patient outcome of stable was reported.